Event description:
Boston scientific crm received information from a health care provider that this lead was associated with a patient infection. Explant was being considered.

Manufacturer narrative:
This report will be updated if additional information is received.